Manufacturer narrative:
(B)(4). Concomitant medical product oss tibial bearing, catalog #: 150410, lot #: 875680; oss poly tibial bushing, catalog #: 150476, lot #: 689570; oss reinfored yoke, catalog #: 150493, lot #: 063820; oss porous im stem, catalog #: 150403, lot #: 596730; oss poly femoral bushings, catalog #: 150477, lot #: 745350; oss proximal tibial, catalog #: 150805, lot #: 161380; oss poly lock pin, catalog #: 150478, lot #: 855320; oss ellipt femoral, catalog #: 150357, lot #: 236000; oss axle, catalog #: 150480, lot #: 786840. Review of medical records shows the cks augmentation patella was implanted with an incompatible hinged knee. Review of the device history record(s) for identified no deviations or anomalies during manufacturing. The incompatibility between cks augmentation patella and the biomet hinged knee may be a factor contributing to the patient¿s ongoing pain, however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is experiencing pain after undergoing a procedure to resurface the native patella post total knee arthroplasty.